Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the defective battery pack and charger to restore proper function. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system displayed pre-charge voltage error. The system was inoperable.